Event description:
Neuro/muscular conditions [neuromyopathy]. Walk with a walker [mobility decreased]. Muscle disease [muscle disorder]. Aneurysm [aneurysm]. Fallen [fall]. Cut head open [skin laceration]. Hurting, pain [pain]. Weakness [asthenia]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, form/version unknown daily for 10 years beginning 2001 and reported the following: has had some neuro/muscular conditions for many years, walks with a walker, was found to have a muscle disease in 2003, had an aneurysm, has fallen and cut her head open, is hurting and in pain, and experiencing weakness. The consumer has consulted her physician but not discussed her use of fixodent. Treatment: many unspecified medications. The case outcome was not recovered/not resolved. No further information was provided. On (B)(6) 2011 update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer, age (B)(6), reported that her physicians have prescribed muscle relaxers to treat the symptoms. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.